Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedances. There was also oversensed noise and loss of capture (loc). There were concerns of a possible perforation or lead fracture. There was evidence of a pericardial effusion however the patient was asymptomatic.